Event description:
Pt to receive intravenous fluids at 200 cc/hr. Placed on IV pump. Pump rate set to deliver 200 cc/hr and amount to be infused set at 1000 cc. At the end of 4 hrs the pump registered 800 cc as amount infused but there was only 100 cc gone from the 1000 cc bag. There was no medication added to the IV fluid.